Event description:
The user facility reported, there was debris found on the tubing set when the packaged opened prior to a procedure. No medical intervention, no delay and no adverse consequences.

Event description:
The user facility reported, there was debris found on the tubing set when the packaged opened prior to a procedure. No medical intervention, no delay and no adverse consequences.